Event description:
It was reported that there was a knee revised due to infection. Implanted antibiotic spacer.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown femoral component. Other devices listed in this report: cat. No.: unk, lot code: unk, description: unknown stem. Cat. No.: unk, lot code: unk, description: posterior augment. Cat. No.: unk, lot code: unk, description: anterior augment. Cat. No.: unk, lot code: unk, description: tibial baseplate. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.

Manufacturer narrative:
An event regarding infection involving a tri ts femur sz4 right was reported. The event was not confirmed. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no similar events for the reported lot or sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that there was a knee revised due to infection. Implanted antibiotic spacer.